Manufacturer narrative:
Block e1: initial reporter city: y(B)(6). Block h6: imdrf device code a0414 captures the reportable investigation finding of stent barb torn. Block h11: a flexima biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the guide catheter and the push catheter were observed kinked. Microscopic inspection was performed, and the stent barb was torn. No other problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to procedural factors encountered. It is possible that tortuosity encountered during the procedure and/or the excessive force applied to pull the device, limited the performance of the device and contributed to the reported event and observed damages. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stents was implanted to treat a cholangitis in the common bile duct during an endoscopic biliary drainage procedure performed on (B)(6) 2025. The patient anatomy was noted to be severely tortuous. During the procedure, the suture could not be unfastened. It seemed that both sutures could not be unfastened from the release mark. Another flexima biliary stents was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent barb was torn. Please see block h11 for full investigation details.